Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of meningioma, abscess of bartholin's gland, abdominal pain, heavy periods, dysmenorrhea and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 2635 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic total hysterectomy, total bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: (B)(6) 2017 - patient has had increasing problems since essure and endometrial ablation in 2009. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: significant for small fluid collection at the vaginal cuff, consistent with postoperative seroma [pathology test] on (B)(6) 2017: uterus/cervix, fallopian tubes, hysterectomy with bilateral salpingectomy: -cervix: no diagnostic abnormality. -endometrium: secretory phase. -negative for atypia or malignancy. -myometrium: no diagnostic abnormality. -fallopian tubes: benign paratubal cysts. -essure coils grossly identified. Specimen: uterus/cervix, fallopian tubes, hysterectomy with bilateral. Salpingectomy clinical data: menorrhagia and dysmenorrhea gross description: right tube: 6.2 cm in length, 0.6 cm in greatest diameter with fimbriae, a peritubal cyst and silver metal coil in the proximal lumen left ovary: not present left tube: 6.6 cm in length, 0.6 cm in greatest diameter with paratubal cysts, fimbriae and a silver metal coil located in the proximal lumen quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 07-nov-2023: reporters,patient information,medical history,lab data,indication,removal date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.